Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2019-jun-19 indicated the date of the event was (B)(6) 2018. It was also noted that the pump had eroded, so they had to have it removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that the pump was discarded. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient developed an infection shortly after the device was implanted ((B)(6) 2018). The device was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the infection was first noticed on (B)(6) 2018. It was noted that the infection was resolved and the pump was removed. The patient's weight was (B)(6). No further complications were reported/anticipated.